Manufacturer narrative:
MFR site address 1: (B)(4). MFR site zip/post code: (B)(4).

Event description:
It was reported that this patient died of duodenal ulcer bleeding. This patient was treated with y-90 therasphere therapy as treatment for hepatocellular carcinoma of the liver on (B)(6) 2022. Post-procedure images showed uptake in first portion of duodenum, placing patient at high risk for ulcer formation. The patient was started immediately on double dose proton pump inhibitors for ulcer prophylaxis after consultation with gastrointestinal (gi) endoscopy. The patient had epigastric pain controlled with tramadol. An upper esophagogastroduodenoscopy (egd) was performed on (B)(6) 2022 that revealed a 15mm duodenal ulcer. On (B)(6) 2022, the patient presented to emergency department of an outside facility with hematemesis and melena. While transfer back to the treating facility was being worked up, the patient was managed by an outside gi team; however, the patient was passed away (B)(6) 2022 prior to being transferred.